Event description:
N/a

Manufacturer narrative:
Updated field: b4,d9, g1,g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 corrected field: e2, e3 troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had issue with the quality of the arterial waveform in an axillary-inserted, non-fiberoptic balloon catheter. Axillary disclaimer provided. It was confirmed the rn had recently flushed the inner lumen multiple times. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.